Event description:
New information received indicates inadequate capture on the right ventricular lead. The output on the generator had been increased by a clinician to ensure capture as previously reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s right ventricular lead was explanted and replaced due to lead noise and pacing inhibition. Out of concern about possible increased battery usage due to the physician opting to increase the right ventricular lead¿s outputs to ensure capture, the patient¿s pacemaker was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
Final analysis confirmed the reported events of noise and inadequate capture. A complete lead was returned in one piece. Analysis found external abrasion breaching the outer insulation and exposing the outer coil at 12.6 cm to 12.7 cm. The abrasion was consistent with exposure to constant friction against another implantable device.